Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on may 16, 2024. During the procedure, upon deploying the double pigtail in the last third portion, the black inner catheter broke off from the delivery system and was stuck in the lower area of the pigtail. Subsequently, the detached portion was removed with a retrieval device and the procedure was completed with the same delivery system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: a naviflex rx delivery system was received for analysis. Visual and microscopic examination found the guide catheter detached from the naviflex rx delivery system. It was observed that the hypotube was not properly bonded to the inside of the guide catheter, which contributed to the reported. The reported event of guide catheter break was confirmed. Based on all the available information, the cause of the reported guide catheter break was likely due to a quality control deficiency. Boston scientific has initiated a non-conforming events prevention (ncep) investigation to further investigate reports of guide catheter break associated with the advanix-naviflex delivery system. The investigation is currently ongoing to determine if any corrective actions are warranted. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, upon deploying the double pigtail in the last third portion, the black inner catheter broke off from the delivery system and was stuck in the lower area of the pigtail. Subsequently, the detached portion was removed with a retrieval device and the procedure was completed with the same delivery system. There were no patient complications reported as a result of this event.